Event description:
Caller reported a malfunction on the pump, citing at least three occurrences of the same issue on the device. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.